Manufacturer narrative:
Internal report: (B)(4). Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-22: client is testing with expired test strips. Test strips UDI: (B)(4). Note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - able to establish contact with customer and stated condition improved.

Event description:
Consumer reported complaint for e-3 accompanied by symptoms. The expected fasting blood glucose test result range is undisclosed. The customer did report symptoms of blurry vision and tension in the head. Medical attention is not reported as a result of the actual blood glucose results and reported symptoms. The product is not stored according to specification and it is stored in the kitchen. The test strip lot manufacturer's expiration date is 08/13/2019 and open vial date is undisclosed. The meter memory was not reviewed for previous test result history.